Event description:
Hamilton medical ag received the following event description: it was reported that the device shutdown during ventilation and alarmed with tf 385002 (safety failure detected), tf 485001 (ambient failure detected), tf 443001 (watchdog failed lls). No harm to the patient was reported.

Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). At (B)(6) 2026 14:32:47, tf 385002 (safety failure detected) was logged, followed at 14:32:52 by tf 443001 (watchdog failed lls) and 485001 (ambient failure detected). Investigation ongoing.